Event description:
At about 3 years and 1 month after the primary the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner (from 12mm to 17mm) to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 october 2025 gmk-sphere 02.12.0412fl gmk-sphere tibial insert - flex s4l - 12 mm (k121416) lot 2106573: (B)(4) items manufactured and released on 26-jul-2021. Expiration date: 11-jul-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.